Event description:
The customer stated that she had a problem with three reservoirs. The customer stated that the reservoirs seemed to be leaking past the o-rings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.